Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 and (B)(6) 2015 due to high blood glucose levels, diabetic ketoacidosis and the flu both times. The customer's blood glucose at the time of admission was 306 mg/dl on the earlier event and 465 mg/dl at the most recent hospitalization. The customer expressing feeling stick to the stomach and exhausted as symptoms of the high blood glucose levels. The customer also stated feeling pressure in her chest and hands tingling as well as not being able to keep drink or food down. The customer was treated with fluids and antibiotics although her blood glucose would not decrease despite insulin intake. The customer declined troubleshooting because she believed that incorrect basal rates were the cause of the issue. Assisted customer with changing the basal rates. Nothing further reported.